Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with bilateral diffuse lamellar keratitis one day post lasik procedure. The patient noted dry eye and the vision was better in the left eye than in the right eye. The reporter indicated topical steroid eye drop dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).

Event description:
Follow up information received indicated diffuse lamellar keratitis has resolved.